Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device manufacture date could not be determined. Based on the results of the investigation, it is likely that the reportable issues occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 12°, 4 mm had a poor quality image. Inspection and testing of the returned device found tip breakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found - tip breakage, internal lens damage, product name faded, particles in the whole device, internal lentil dust, and tip cover glass inner adherent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.